Event description:
It was reported by the customer that the 3 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was received with no lot number or expiry. The following information was provided by the initial reporter: " 3ml syringe tray pack with no lot number or expiry on it. This is bd material 309702 and it was discovered on 18may2022. The tray is assumed to be from bd lot 1273084 because it was received with other trays from that lot."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that the 3 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was received with no lot number or expiry. The following information was provided by the initial reporter: " 3ml syringe tray pack with no lot number or expiry on it. This is bd material 309702 and it was discovered on 18may2022. The tray is assumed to be from bd lot 1273084 because it was received with other trays from that lot."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1273084 d4: medical device expiration date: 31-aug-2026 h4: device manufacture date: 28-oct-2022 h6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of label content missing was confirmed upon inspection of the sample. Bd determined that the cause of the failure was related to our printing process of the sample packaging. A device history record review was performed and there were no non-conformances associated with this issue during the production of this batch. See h10.